Event description:
Senseonics was made aware of an incident where user reported an event where the CGM showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The User reported discrepancies between BG and SG readings. Escalation analysis indicated that although the system was working to stabilize after insertion, the infection at the insertion site reported as part of Mfr# 3009862700-2026-02538 may have impacted the system's performance. Customer Care recommended a sensor-relink to clear the calibration history and correct any potential calibration misalignment, but the user declined based on their HCP's recommendation to wait until the inflammation subsides. The user was advised to monitor the system performance once the insertion site had completely healed. As per the Data Management System (DMS) review, the system remained in active use with up-to-date information.